Manufacturer narrative:
The microtip was received for failure evaluation by the manufacturer. The needle was separated from the horn (broke at the braze joint) and was not returned with the device for inspection. Wear or damage to the needle could not be verified, as it was not returned. There was no indication of damage to the sheath, thereby ruling out aggressive technique as a factor in failure cause. The cause of the failure was determined to be material fatigue.

Event description:
Per the information provided, 2 minutes and 17 seconds into cutting the necrotic tissue of the right plantar fascia, the needle broke away from the handpiece. The doctor removed the needle and used another microtip to complete the procedure. There was no injury to the patient caused by the device failure.